Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the removal of the instrument at the end of the surgery, the wrist of the instrument got stuck in the cannula, and the shaft was observed broken when the instrument was removed. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the wrist and shaft joint were broken. The issue was noticed when removing it from the arm. The instrument was inspected before the procedure with no issues found. There were no collisions with instruments or arms. No fragment fell.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found that failure analysis found the primary finding of instrument main tube broken to be related to the customer reported complaint. The instrument was found to have a broken main tube approximately 1.4545" from the distal tip. A piece measuring approximately 6.55mm x 3.51mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. A review of the photo associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: it appears that the proximal clevis of the instrument has dislodged.